Event description:
Following a tonsillectomy and adenoidectomy, the adenoid tip fell off the device. Pt sustained skin burn and taken to recovery room.

Manufacturer narrative:
The facility did not retain the device. However, the lot number was provided. An inspection of the lot history record did not note any issues during the manufacturing of this lot. The root cause of the complaint could not be determined because the device was not returned for investigation. A phone interview was conducted with the physician, during which he stated the following: he was not filing a complaint concerning the performance of the device or event in question. The skin burn occurred following the procedure as the physician was removing the device from the patient's mouth after the adenoid tip fell off. With the device still activated and suction engaged, the physician accidentally touched the skin of the patient's cheek. The suction held the device to the patient's skin until the physician pulled it free. The physician consulted with a plastic surgeon immediately following the injury who stated that the burn was 1st to 2nd degree and would most likely heal spontaneously without additional intervention. Should additional info become available, the manufacturer will file a follow-up report.